Event description:
Dealer alleged that primarily when lowering but sometimes when raising the motor will run but not move until the boom is touched and then it will lower. Customer believes it is the actuator. Unit is about a week old.